Event description:
It was reported that the catheter shaft exhibited tears, rips, holes, and separation of device material. An ep-xt diagnostic catheter was selected for use. During preparation, the cable was found to be ruptured, with exposed wires and loosened sheathing. The catheter was replaced, and the procedure was completed without any patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.